Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01034, 0001825034-2018-01036. Concomitant medical products: cat unk ¿ lot unk - unk cobalt chrome femoral head, cat unk ¿ lot unk - unk e1 acetabular liner, cat 650-1128bmrsa - lot unk - prmrs nck stem ti bm rsa. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided, so device history records could not be reviewed. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Insufficient information provided. Unable to perform a complaint history search. Surgical notes were not provided. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 490 reported that the patient underwent left hip surgery on (B)(6) 2012, and it was reported during the follow up visit that the patient had moderate hip pain during 6 month, one year, 3 year and 5 year follow up visits.